Event description:
Reported that syringe size sensor flag had become damaged. When a 50 ml syringe was fitted to the pump, the pump detected a 30ml syringe. Reported that pump ran too fast resulting in an over infusion. Syringe contained heparin. Nursing staff did not notice that pump display showed a 30ml syringe had been detected.